Event description:
The customer reported that the device would not power on via the external power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.